Event description:
Intraoperatively, during laparoscopic cholecystectomy surgical procedure, the surgeon was using a ethicon disposable stapler. During use the handle piece broke off and the stapler only fired half a row of staples.